Manufacturer narrative:
Investigation pending.

Event description:
The caller, daughter of the patient self tester, alleged a variance between inratio inr results. The results were as follows: (B)(6): inratio= 4.1, (B)(6): inratio=1.9. The patient self tester's main concern was the difference between results over a period of one day. The patient self tester's therapeutic range is: 2.0-3.0.

Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history was performed. In-house testing on strip lot 376877a meets release criteria. The product performed as expected. A review of the manufacturing records for lot# 376877a did not uncover any non-conformances. The lot meets release specifications. Root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.